Manufacturer narrative:
(B)(4).

Event description:
Revision surgery was reported due to a broken inclination set.

Manufacturer narrative:
The as-received promos standard components were evaluated. The inclination set was mechanically locked via the taper with the humeral head. The articulating surface of the humeral head showed no signs of macroscopic deformation. The inclination set screw fractured through the hole that houses the polyethylene pin due to mechanical loading after initial crack initiation. It is unknown from the information provided what may have caused crack initiation. If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture can occur. Burnishing was also observed on the entire fracture surface of the inclination set screw. The poker chip interface on the inclination set screw was also grossly deformed and burnishing was present. Burnishing marks on a fracture surface are smooth microscopic features that are indicative of two surfaces contacting one another after crack initiation caused by repetitive loading. The inclination set saddle joint was cracked and showed signs of burnishing. The returned body and stem both showed signs of macroscopic plastic deformation and scratching. Deformation on the body of the poker chip mechanism that accepts the inclination set was observed. The body set screw showed signs of deformation at the driving end, and showed signs of deformation due to cross-threading at the tip. If the body set screw is not adequately threaded into the stem, shoulder instability could occur. It is unknown from the information provided whether the threaded tip deformation occurred during implantation upon insertion or upon removal of the device.